Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was implanted into the patient on (B)(6), 2010. According to the complainant, as a result of the implant, approximately three months postoperative, the patient felt an object sticking out of her vagina and was suffering from pain and bleeding. She underwent a second surgery in (B)(6) 2010 in which the eroded mesh was removed. All other information, including the patient's current condition, is unknown and reportedly unavailable.